Manufacturer narrative:
No device was returned. Software investigation results are not yet available.

Event description:
A medtronic ent representative reported they were unable to complete successful tracer registration while in a synergy cranial procedure. Point registration was inaccurate with 2.8 mm predicted accuracy, and the surgeon was off 2-4 mm lateral and posterior. The surgeon continued the surgery, however, decided to discontinue use of the navigation system. There was no impact on the patient outcome.